Manufacturer narrative:
Correction: d3. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: console logs from the reported day of event are consistent with complaint device analysis: console was tested, but no evidence was found that would implicate the console as the cause of reported flow issues, and suction alarms. During testing the console operated within specification, and no unexpected reboots or restarts were observed. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B5: additional event information. H6: updated codes according to updated even information.

Event description:
The product was used in surgical mode during a vsp operation. To address the problem of a failure to increase base pressure, the pump position was changed several times during the operation, and the shaft and cannula were clamped with a blocking forceps. After treatment, the pump was returned to its proper position, surgical mode was deactivated, and the support level was increased. However, the support flow rate did not increase, and a suction alert occurred at approximately 0.1. Further adjustments to the pump position did not result in an adequate flow rate or abatement of suction. Therefore, the cp was removed and replaced with an iabp. The patient returned to the room with ECMO and iabp support.

Manufacturer narrative:
A2, a3, a4, and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that following a scheduled procedure, the flow rate of an implanted impella cp pump could not be increased. It was noted that the pump had been placed in surgical mode during the procedure and the cannula had been clamped with a blocking forcep to address a lack of increase in base pressure. Upon release and cancellation of surgical mode, the auxiliary flow rate failed to increase and suction alarms appeared. Despite repositioning the pump, the issue persisted and the decision was made to remove the device. An intra-aortic balloon pump was placed and the patient remained supported via ECMO.